Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the distal end, the forceps elevator, the instrument and the air/water channels of this device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested (B)(6) for (B)(6). The number of microbes are unknown. The reprocessing practice conducted in the user facility was investigated, and any deviation from the instruction manual was not confirmed. This device had been reprocessed using olympus automated endoscope reprocessor, model etd-3 (not available in the USA) with peracetic acid. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of patient infection associated with this report.